Event description:
It was reported that the patient had been doing well on vns, but that the vns had lost it's power and needed to be replaced. It was reported that the patient had an increase in seizures and that the magnet did not seem to abort all seizures. The patient underwent generator replacement. The device has not been returned to the manufacturer for analysis to date. Further attempts for information were made, however no relevant information has been received to date. No additional or relevant information has been received to date.

Event description:
The generator was received by livanova. Product analysis was completed for the returned generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.761 volts, shows an ifi=no condition. There were no additional performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.